Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Event description:
The patient received the following sets of results on the mobile system within 10 minutes on (B)(6) 2015: 28.4 mmol/l, 2.9 mmol/l, 3.7 mmol/l, and 3.4 mmol/l; and 13.8 mmol/l and 5.2 mmol/l. On (B)(6) 2015, the patient received the following results on the mobile system within 10 minutes: 26 mmol/l, 3.5 mmol/l, and 3.1 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.